Manufacturer narrative:
Manufacturers investigation conclusion: a direct relationship between the device and the reported event could not be conclusively determined. Right heart failure is listed in the hmii IFU as an adverse event that may be associated with the use of heartmate ii left ventricular assist system. The patient care and management section of the hmii IFU provides information regarding right heart failure. The hmii IFU details that some patients suddenly develop right ventricular failure during or shortly after pump implantation. The onset of right ventricular dysfunction in patients is often accompanied by the inability of the left ventricular assist device to fill, and drastically reduced flow rates. Treatment for patients in right heart failure typically consists of inotropes to augment right ventricular contractility, fluid management, hyperventilation, and pharmacologic modulation of pulmonary vascular resistance. As a last resort, a right ventricular assist device may be employed. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device - 2 years and 6 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient was expired due acute on chronic combined systolic and diastolic heart failure. Additional information was requested, but was not provided.